Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the battery cover broke during surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Device was not returned, so visual evaluation could not be performed. Device is used for treatment. Review of the device history record identified no deviations or anomalies during manufacturing. With given information, definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.